Manufacturer narrative:
(B)(4).

Event description:
-

Event description:
Boston scientific received information that this right ventricular lead was not capturing and an out of range pacing impedance measurement was noted with no sensing. A lead fracture was alleged. The patient was not pacemaker dependent. The technician reprogrammed the device to aai and a follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Additional information received noted that during the replacement of this right ventricular lead a clear fracture of the lead was noted. The device was interrogated and revealed that low out of range pacing impedances were noted on the right atrial lead. Under fluoroscopy a lead fracture was confirmed while insulation damage was noted on the right atrial competitor lead. The right ventricular lead was surgically abandoned while the right atrial lead and the device were explanted. The device will be returned for analysis. Upon return and analysis this investigation will be updated.